Event description:
On 11/11/1998 nellcor puritan bennett's failure investigation dept was conducting a functional check on a customer's npb-40. The npb-40 was returned with complaint alleging missing segments in the display. The npb-40 had missing segments on the display. Thus any readings in the 80's appeared to be in the 90's. Readings in the 70's an 90's were accurately displayed. No pt involvement.